Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was hospitalized several months earlier due to diabetic ketoacidosis. Blood glucose level at the time of admission was not provided, however it was reported that the customer had been vomiting prior to hospitalization. No further information was provided.